Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an inaccurate delivery issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was over 600 mg/dl symptoms of lethargy and dehydration. It was reported that the health care provider (hcp) was contacted and was advised to go to the hospital. Emergency service was initiated and the patient was transported to the hospital and unspecified treatments were provided by the medical personnel. The patient allegedly remained on pump therapy with recent adjustments to the basal rate settings by hcp. Customer technical support agent reviewed the event with the reporter. Review of potential causes for inaccurate delivery determined that bolus and basal deliveries were correct and as programmed. No specific issues were identified when potential causes for bg issue or perceived inaccurate delivery were reviewed. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.